Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the touch screen was shattered and unresponsive. Additionally, it was reported that the pump was beeping. The customer's blood glucose was 217 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.